Manufacturer narrative:
Product event summary: the guidewire was retuned and analyzed. Analysis found the stylet/guidewire was damaged. It was noted the guidewire was stretched at 2cm (from distal end of guidewire). Visual summary of analysis indicated damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the guidewire packaging was opened and a "slight structural disorder" was seen at the tip/toward the end of the wire. The physician decided not to use the guidewire during the implant procedure. No patient complications have been reported as a result of this event.